Event description:
Boston scientific received information that this right atrial (ra) lead did not sense or pace. The lead had dislodged. A revision procedure was performed. The lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additionally, during the explant of the right atrial (ra) lead, it was reported that the helix became stuck and would not release from the housing. The lead was successfully explanted. The lead was discarded and is not expected to be returned.